Event description:
It was reported that during a follow-up, decreased r-wave sensing and drop in the svc vector high voltage lead impedance measurement were observed. Externalized conductors were seen under fluoroscopy. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Additional information received indicated that the physician performed an x-ray due to high capture threshold and high impedance. The lead was explanted and replaced.